Event description:
The technician found a dead battery. The technician was servicing device was found to have a dead battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer to replace battery. The device passed testing using a good battery.